Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized twice. Once on (B)(6) 2011 due to an infection that turned into an abscess in her hip. Her blood glucose levels were between 250 and 350 mg/dl. The second event was on (B)(6) 2011 due to diabetic ketoacidosis and a staph infection, with blood glucose levels over 450 mg/dl. Nothing further was reported.